Event description:
Allergy-type reaction [hypersensitivity], red, hard lumps/ granuloma-like reaction [nodule]. Case description: spontaneous report received on 22-feb-2010 from a physician via a company representative regarding a patient of unknown age, gender, initials, and relevant medical history. The patient received an unknown quantity of prevelle silk within the past 12 months. After receiving prevelle silk, the patient experienced an "allergy-type reaction," which presented as redness, swelling, and firm bumps at the site of placement of the product. As of the date of receipt of this report, the patient outcome was unknown. Additional information was received from the physician on 06-may-2010, 08-may-2010 and 10-may-2010. On an unknown date within the last 6 months, the female patient, initials (B)(6), experienced a "granuloma-like reaction." The event settled quite quickly and the patient has not yet had a recurrence of the event. The physician also provided the prevelle silk lot number and expiration date: lot number n0909 with expiration date dec-2010; and part number: 801-4001. Treatment information was not provided. As of the date of receipt of the report, the patient outcome was unknown. Additional information was provided from the physician on 11-may-2010. The patient's "granuloma-like reaction" consisted of red, hard lumps, some serous/pus with discharge on occasion when lanced. The lumps responded in time quite quickly to oral antibiotics and kenacort injections but it took up to 3-6 months before going "back to normal." No further information was provided. As of the date of this report, the patient was recovered on an unknown date. See manufacturer's control numbers: (B)(4) for other adverse event(s) from this reporter. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.